Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
After additional review, it was noted that the patient experienced "weird side effects" from her medication that included an "absolutely explosive temper", trouble with her fingers, and paranoia. At the time of the event it was noted the pump infused prialt. As of (B)(6) 2012, the pump infused dilaudid and bupivacaine.

Event description:
Pt reported side effects from dose increases. Initially the pain had stopped completely and she had turned on her spinal stimulators. However, things got worse and she had to turn them off after two days. Thereafter her pain had returned. Her dosage was increased every 2 weeks and she experienced side effects such as getting lost in known places. Two hours after the first refill she had leg swelling and rash. Following this she had "trouble staying awake and accidental fall in the toilet". She used to find herself "falling asleep on her way back to the bed, find herself getting up at the breakfast bar". She "was not sleepy at these times, but suddenly fall asleep". She had eye issues, which were ruled out by an ophthalmologist. On (B)(6) 2011, she was told that the catheter had a leak and she would need surgery. The drug infused via the pump was prialt. Additional info has been requested, but was not available as of the date of this report.